Manufacturer narrative:
H10: the touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) is able to confirm the complaint of the touchscreen failed. The dut fails flex print resistance testing and resistance ratio testing, indicating the touch screen functionality is not within acceptable tolerances."

Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that touch screen malfunctioned during servicing. The system was not in clinical use; there was no reported harm to patient/user. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. To resolve the issue touchscreen was replaced by asp. Overall checking, cleaning, run testing, and a function test were performed. System works as specified post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Touch screen malfunctioned at the end of servicing.